Event description:
Needle broke off in stomach [needle injury]. Case description: a pt reported that a novofine needle broke off in the pt's stomach. The needle was confirmed on x-ray. However, the surgeon could not not locate the needle and suggested the pt came back for a new x-ray in 6 months. Further info will be requested. Follow-up info received in january 2001: the pt used a novofine 30g needle, which broke off in the abdominal wall in 2001. An attempt to remove the needle under local anesthesia was made, however unsuccessful. A new visit is scheduled in 10 days. Reportedly, the pt might have used the needle twice. The event has been confirmed by the surgeon, who also state that the pt was not hospitalized due to the event. Follow-up info received in march 2001.